Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event occurred during normal use. Premature battery depletion was reported. The patient had to recharge daily after going through a power on reset (por). The battery had not been depleted for a substantial amount of time, or less than three months, prior to the por. There were no symptoms or complications related to this event and the patient¿s status at the time of this report was ¿alive ¿ no injury.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had one overdischarge event that reduced battery capacity. It was noted that the patient had to recharge the device every six hours because of capacity damage. The implantable neurostimulator (ins) was explanted and replaced.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2009. Product type programmer, patient product ID 37752, serial# (B)(4), implanted: (B)(6) 2009. Product type recharger, product ID 3708140, serial# (B)(4). Implanted: (B)(6) 2009. Product type extension, product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type extension, product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient would stop feeling stimulation and it was taking a long time to recharge right before the ins was replaced. No further complications were reported/anticipated.